Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient had deep vein thrombosis (dvt) after a procedure using three mynx control venous vascular closure devices (vcd). It is believed the dvt is related to the mynx control venous vcd. The devices are not being returned for evaluation.

Manufacturer narrative:
As reported, a patient had deep vein thrombosis (dvt) after a procedure using three mynx control venous vascular closure devices (vcd). It is believed the dvt is related to the mynx control venous vcd. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " deep vein thrombosis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, patient related events cannot be duplicated in the lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU), potential adverse events include, but are not limited to: venous thrombus, superficial vein thrombosis, and embolization. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.